Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. A previously used cartridge was reloaded onto the pump to address the issue. During troubleshooting, it was found that there was an o-ring from a previous cartridge on the pneumatic tap. Reportedly, the customer continued to use the current cartridge for insulin therapy. Customer's blood glucose level was not impacted.